Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 20 during insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.